Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did not receive any readings after the two-hour warm-up. The patient reported that there were no error icons or messages displayed. No injury or medical intervention was reported. No data was available for evaluation. Confirmation of the reported issue and a root cause could not be determined.